Manufacturer narrative:
(B)(4).

Event description:
Almost choked once when the dentures came out [choking]. Might swallow the fixture during the meal [accidental device ingestion]. Needed to apply it three to four times per day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (polident cushion and comfort denture adhesive cream) cream (batch number 319519, expiry date 28th november 2022) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started polident cushion and comfort denture adhesive cream. On an unknown date, an unknown time after starting polident cushion and comfort denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), device used for unapproved schedule and product complaint. On an unknown date, the outcome of the choking, accidental device ingestion, device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the choking, accidental device ingestion and device used for unapproved schedule to be related to polident cushion and comfort denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer's denture type was upper dentures. She said that her family member recently purchased a tube of polident cushion and comfort denture fixture at a retailer. The consumer understood very clearly the usage of the product before using it, and when using it, she followed our packaging diagram completely to apply the fixture. However, the fixture could not last for one meal. For example, she had used the fixture yesterday night before dinner, but the dentures became loose before she finished the meal. Sometimes, her dentures would even become loose after she had a sip of water. The consumer said that she felt very embarrassed when the dentures kept coming loose while eating. Therefore, when she dined outside, she needed to bring along a box containing the fixture, so that she could go to the bathroom, and clean and re-adhere the dentures when they became loose. Sometimes, the dentures suddenly became loose during a meal, and she almost choked once when the dentures came out. The consumer felt that she might swallow the fixture during the meal. The consumer had been using polident cushion and comfort denture fixture for more than 20 days, and she had repeatedly tried the recommended usage on packaging. However, the dentures still could not be adhered firmly. Not once could the dentures be adhered for the whole day, and she needed to apply the fixture three to four times per day. However, our product packaging stated very clearly that the fixture could adhere the dentures firmly for the whole day by using it once per day. The consumer said that this was in fact not the case, and she recommended that we consider rewriting it in order to avoid causing misunderstanding among consumers. The consumer did not experience any discomfort after using the product. The consumer requested a replacement with the old polident denture adhesive cream 60 g for her to use, in order to see whether the effect would be better. Follow up was received as quality assurance result on 14 dec 2020 for product complaint ref ID (B)(6) and batch no 319519, each investigation verified that the adhesion strength was within specification and that the product had been manufactured appropriately and complied with all required quality standards. A distribution risk assessment was in place for all markets supplied. Product was shipped in temperature-controlled trucks or in temperature-controlled containers with data loggers in. No temperature excursion had been reported. Documentation of each batch was reviewed and approved by the quality department of etol prior to release to verify compliance with release specifications. Complaints would continue to be analyzed monthly for any adverse trends. Complaints classified as critical by gsk locs would still require investigation as per complaint process. Qa analysis closed this complaint as unsubstantiated. Follow up information was reported by a consumer via call center representative on 29 december 2020: consumer said that still using the product and experienced the same thing will need to apply more than once per day (normally a while after meals will need to apply) as it was too diluted (description as reported added for event device used for unapproved schedule). Consumer said that she was not experiencing any discomfort, hence did not and has no intention to visit hcp.